Event description:
It was reported that the patient experienced inflation issues with the pump of this inflatable penile prosthesis (ipp). A fluid leak was suspected; therefore, a replacement surgery was performed. All components were removed and a new ipp was implanted. There were no patient complications reported.